Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was partially detached exposing the tip of the metal corewire by approximately 2.7 cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fracture was found. The complaint is consistent with the returned guidewire that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical or procedural factors could have generated the failure reported. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. The patient had pre-existing acute pancreatitis. The patient's pancreatic duct had a 70-degree curve before the location of the cyst. According to the complainant, during the procedure, the guidewire was smoothly inserted and a catheter was used to dilate the pancreatic duct. The physician attempted to use a new catheter to pass the cyst and inject contrast material. Resistance was encountered and after several attempts, the physician used the ¿pull the guidewire, and push the catheter¿ technique; however, the catheter could not be moved further. The physician pulled the jagwire back a bit and a 0.5cm fragment of the guidewire tip broke off at the front of the pancreatic duct. The physician pulled a bit further and another fragment of the tip, approximately 1.5-2.0 cm, broke off inside the pancreatic duct. The physician attempted to insert a dreamwire and a jagwire into the pancreatic duct. Due to the fragments from the guidewire and the curvature of the pancreatic duct, the procedure could not be completed. The fragments remained inside the pancreatic duct. Reportedly, the ptfe coating had peeled and the tip of the metal corewire was exposed. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. The patient had pre-existing acute pancreatitis. The patient's pancreatic duct had a 70-degrees curve before the location of the cyst. According to the complainant, during the procedure, the guidewire was smoothly inserted and a catheter was used to dilate the pancreatic duct. The physician attempted to use a new catheter to pass the cyst and inject contrast material. Resistance was encountered and after several attempts, the physician used the "pull the guidewire, and push the catheter" technique; however, the catheter could not be moved further. The physician pulled the jagwire back a bit and a 0.5cm fragment of the guidewire tip broke off at the front of the pancreatic duct. The physician pulled a bit further and another fragment of the tip, approximately 1.5-2.0 cm, broke off inside the pancreatic duct. The physician attempted to insert a dreamwire and a jagwire into the pancreatic duct. Due to the fragments from the guidewire and the curvature of the pancreatic duct, the procedure could not be completed. The fragments remained inside the pancreatic duct. Reportedly, the ptfe coating had peeled and the tip of the metal corewire was exposed. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.